Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that the therapy worked for the first 2-3 weeks and then suddenly her symptoms returned. Patient said that it is too difficult to have to reach behind to place antenna over the implant site and said it would be much easier to use. Additional information was received. The caller mentioned it was working really well for her but then all the sudden it stopped. Caller reports she did have a fall but it seemed like it was working after the fall. The caller is reporting poor communication, document the details: during troubleshooting on the call the caller was not able to sync successfully with the ins to check therapy status. Patient was redirected to repair. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the therapy worked for the first 2-3 weeks and then suddenly her symptoms returned. Patient said that it is too difficult to have to reach behind to place antenna over the implant site and said it would be much easier to use. Additional information was received. The caller mentioned it was working really well for her but then all the sudden it stopped. Caller reports she did have a fall but it seemed like it was working after the fall. The caller is reporting poor communication, document the details: during troubleshooting on the call the caller was not able to sync successfully with the ins to check therapy status. Patient was redirected to repair. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who was upset that nobody has contacted them since implant to see if it was working properly; they don't think it is working at all. At the time of the report, they didn't have any of their devices with them. No further patient complications have been reported as a result of this event.